Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The results were 4.1 inr, 3.0 inr, and 3.3 inr. All of the testing was performed within 15 minutes and using the same finger. There was no allegation of an adverse event. The therapeutic range was 2.0 inr-3.0 inr. The customer had lupus antibody syndrome. The customer had been anemic in the past, had no heparin, no direct thrombin inhibitors, no changes in warfarin, no new medication, no new illnesses, no diet changes, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer meter and test strips were returned and were tested with quality control material. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer used the same finger for all three tests. For a second measurement a new puncture of a different finger is mandatory. The customer stated they have tested positive for lupus. Per product labeling this may cause false-high inr values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison.